Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). After an unspecified period of time post index procedure, the patient experienced a cerebral vascular accident and was instructed to continue anticoagulant medication.

Manufacturer narrative:
B3: date of event - aware date of 11dec2023 used as event date is unknown.